Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the catheter allegedly fractured and the patient developed infection. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical record were provided for review. The patient underwent port placement procedure for the treatment of chemotherapy. The catheter was appropriately positioned under fluoroscopic guidance, flushed and aspirated the port with heparinized saline, irrigated the pocket with kefzol-bacitracin solution. One month later, patient underwent ultrasound guided removal of fractured catheter from the superior vena cava. She presented with pain and cellulitis of the left chest side after chemotherapy was administered through the left subclavian port. Fluoroscopy was performed and it was clear that there was a disrupted portion of the catheter around the clavicular area and was completely separated from the port. Seldinger technique was utilized to place a sheath and utilizing a snare, was able to grasp the tip of the fractured catheter and completely removed this catheter from the intravenous system. Under ultrasound guidance, the right internal jugular vein was cannulated, and wire was placed and replaced with catheter. The catheter was cut to length and secured to the port with the attachment device. The port was placed in the previously created subcutaneous pocket. However, the patient did have pain in this area, so excised the entire capsule and removed the catheter and the port completely. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and cellulitis issue. However, infection alleged in the complaint cannot be confirmed from the provided medical record. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2018), g2, g3, h6 (patient, device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately three weeks and one day post a port placement, the catheter allegedly fractured and migrated into the superior vena cava. It was further reported that the patient developed with infection and cellulitis. However, the current status of the patient was unknown.